Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data was in the black box or download histories from the time of the reported bgs due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient reported that he hospitalized with high blood glucose, chest pain, back pain, and shortness of breath. The patient reported that his bg on admission was 370 mg/dl. The patient confirmed that the history and settings were correct. The patient reported that his bg started to elevate and when the site was removed it was red. The patient reported that this site was in for (B)(6). (B)(4) advised the patient to change the site every (B)(6). He reported that he changed the site three times prior to admission. The patient's insertion technique was reviewed and it was determined that the patient may not have been holding the inset from the middle when removing the inserter. The patient stated that he had not noticed any bent or kinked cannulas. (B)(4) concluded that there was no evidence of a mechanical issue with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.